Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device "had a low rpm". The device was being used during surgery. There was no pt or user injuries reported. It is unk if medical intervention occurred. There was no additional information provided.